Event description:
Customer is reporting several motor error alarms. Customer was inquiring on whereabouts of her upgrade insulin pump and declined troubleshooting and loaner insulin pump. No blood glucose information given. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.